Event description:
It was reported that pump battery did not charge despite use of working wall outlet, tandem charging cable, wall adapter, and alternate cables and adapters, and pump did not shut down or become unable to turn on. There was no reported impact to the customer¿s blood glucose level. Customer tried different charging equipment without success, planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer to place current pump in storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement device, and return problematic pump using prepaid label.